Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. The system controller event log file contained events from 25apr2026 through 27apr2026, per the timestamps. No notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurologic events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This chapter also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) with stroke-like symptoms beginning at approximately 13:00 on (B)(6) 2026. The patient had left-sided weakness with a feeling of numbness and tingling. The patient was transported as a stroke alert from their home in (B)(6) to the hospital. The patient's mean arterial pressure (map) was in the 80s. The patient's heart rate was in the 80s. The nurse and patient reported no active alarms on the patient's heartmate 3 (hm3) system controller upon presentation. All stroke-like symptoms resolved. No deficits were noted. A chest computed tomography angiogram (cta) showed the left ventricular assist device (lvad) had no flow identified within the outflow. The computed tomography (CT) revealed tract/outflow cannula was adjacent to the heart. The CT for the stroke showed no acute intracranial abnormality. The scan was reviewed by an acute heart failure (ahf) physician that stated, "appreciate the final neuro consult recommendations; doubt there was thrombus in outflow as radiology asserts". Log files were sent for review and captured no unusual events recorded. The mechanical circulatory system (mcs) equipment was operating as intended. It was later communicated on (B)(6) 2026 that on (B)(6) 2026 the patient had a brief episode of left face numbness lasting 5 seconds. Additionally, the patient had a history of an ocular right-sided migraine. The site planned to add flexeril 5 mg nightly which had helped the patient's migraines in the past. They also planned to add cilostazol 100 mg twice a day for possible transient ischemic attack (tia). There was no indication for cta head and neck or CT perfusion repeat study as the patients' national institutes of health stroke scale (nhiss) score was 0. The patient was discharged from the hospital (B)(6) 2026.